Manufacturer narrative:
The pod will not be returned to the MFR for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.

Event description:
The customer's mother called to report that her daughter sometimes experiences high bg's (greater than 500mg/dl); when the pod is removed and inspected, "the cannula is kinked towards the needle end." No pod alarm was reported. Because of this condition, the mother inquired as to whether a longer cannula was available. Customer support reviewed proper placement technique with the mother. No product will be returned for evaluation.